Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.50x38mm promus premier¿ drug-eluting stent was selected to treat the target lesion. However, the stent fell off the stent delivery system prior to insertion into the patient's body. No patient complications were reported.